Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
As reported by surgeon: "primary surgery 2007 in providence, (B)(6). Revision surgery (B)(6) or (B)(6) 2020 where lfit metal head and accolade tmzf stem were revised. Reason for revision: head dislodged from stem."